Event description:
This lead was partially capped due to fracture on the dx shocking coil on (B)(6) 2023. Pace/sense portion remains active. No adverse patient events were reported. Should additional information become available, this file will be updated. Received voluntary anonymous medwatch report from FDA, mw5119667.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.